Manufacturer narrative:
Failure analysis noted that the pump had button error alarm due to corroded keypad traces.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer stated that were no cracks on the pump and it was not exposed to moisture or dropped. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.